Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous superficial femoral artery. An opticross 18 catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, there were areas of calcified stenosis, which were widened with a small-diameter balloon. In order to overcome the remaining stenosis, the opticross 18 catheter was pushed a little too hard, and when it was pulled back, it was noted to be stuck. However, after repeatedly pushing and pulling a few times, the device became unstuck. The device was completely removed from the patient. The procedure was completed with the original device. No patient complications were reported.